Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Device passed self-test and displacement test. Device back light properly and no anomaly. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act buttons on insulin pump were not working. The customer blood glucose level was 240 mg/dl. The customer was assisted with troubleshooting. Customer states that the backlight did not work during low battery or insulin pump was running an internal check during battery installation. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.